Event description:
The right legrest on a wheelchair collapsed. The sudden motion caused the patient's replacement hip to snap out of its socket. The patient received morphine and his hip joint was put back in place. The right legrest locking mechanism was found to be defective. A metal rod that supports the legrest was worn by the action of the locking ratchetdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. Date last serviced: 01-nov-90. Service provided by: other. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: component failure, expected wear/deterioration, material degradation/deterioration, mechanical problem. Conclusion: device failure occurred and was related to event, device failure directly caused event, device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, other. Invalid data - on device destroyed/disposed of status.